Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed it was operating within specifications. The device passed all functional testing.

Event description:
It was reported that the insulin pump did not alarm no delivery. Customer discovered bent cannulas and blood glucose levels have been high. The last blood glucose reading was over 600 mg/dl and customer treated with manual injection. Customer requested a replacement. Nothing further reported.